Manufacturer narrative:
Concomitant products: product ID 8575, lot# n104760, implanted: (B)(6) 2007, product type accessory; product ID 8780, serial# (B)(4), implanted: (B)(6) 2013, product type catheter. (B)(4).

Event description:
It was reported the patient¿s pump had not worked. The patient did not get pain relief with it and did not think it helped her. Per the hcp the pump was in min rate mode now and requested the pump off password so the pump can be programmed to off state. Patient outcome not reported. Further follow-up was being conducted to obtain information. If additional information is received a follow-up report will be sent.